Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair procedure on (B)(6) 2015 and straps were used. During the procedure, the white tip fell off and was retrieved with laparoscopic graspers. Another like device was used to complete the procedure with no adverse patient consequences.